Event description:
Fluid build up / had fluid on that knee [effusion (l) knee]. Severe pain [aching (l) knee]. Couldn't walk [unable to walk]. He can not put much weight on the leg and his leg is starting to buckle when he walks [weight bearing difficulty]. Keeps giving out on him/his left knee giving out/his leg is starting to buckle when he walks [joint instability]. Case narrative: initial information received on 16-dec-2019 regarding an unsolicited valid serious case from patient's daughter from united states. This case involves a 85 years old male patient who experienced fluid build-up / had fluid on that knee, couldn't walk (latency: 2 days), he cannot put much weight on the leg and his leg is starting to buckle when he walks (latency: unknown), keeps giving out on him/his left knee giving out / his leg is starting to buckle when he walks (latency: 3 days) and severe pain (latency: 2 days), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included broken that knee in the past and had plates and screws in it (left knee). The patient's past medical treatments included some steroid injections prior to the hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. On an unknown date on (B)(6) 2019 (a week before thanksgiving), the patient received hylan g-f 20, sodium hyaluronate injection (strength 48 mg/6ml) via intra-articular route in left knee, once (dose, lot: unk) for osteoarthritis. Information regarding batch number was requested. On an unknown date on (B)(6) 2019, after 2 days of injection, patient had severe pain, fluid build-up (assessed as serious due to the criteria of intervention required) and he could not walk. Since the injection, the knee kept giving out on him. Before the shot patient was bowling 3 days a week, which he could no longer do. On an unknown date on (B)(6) 2019, after 3 days of injection, patient had the fluid drained / removed, received steroid injection and was taking naproxen sodium (aleve) as corrective for the pain. As of unknown date in 2019, patient could walk now but still had some pain and was in physical therapy, but he could not put much weight on the leg and his leg was starting to buckle when he walked. Reporter mentioned that though these were the side effects but felt that it lasted too long and his doctor refused to admit that it was from the shot. Final diagnosis was severe pain, keeps giving out on him / his left knee giving out / his leg is starting to buckle when he walks, he cannot put much weight on the leg and his leg is starting to buckle when he walks, couldn't walk and fluid build-up / had fluid on that knee. Action taken: not applicable for all events. Corrective treatment: naproxen sodium (aleve) and steroid injection for severe pain; fluid drained and steroid injection for fluid build-up / had fluid on that knee; physical therapy for couldn't walk; none for rest all events. Outcome: recovered for couldn't walk; not recovered for severe pain; unknown for rest all events. A product technical complaint (ptc) was initiated on 17-dec-2019 for synvisc one. Batch number: unknown; global ptc number: 100010830. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Investigation complete date: 26-jan-2020. Follow up information received on 16-dec-2019. Complaint status in process. No significant information received. Follow up information received on 16-dec-2019. Complaint status in process. No significant information. Additional information was received on 26-jan-2020 from other healthcare professional (genzyme event management group). Global ptc number and its results were added. Clinical course updated. Text amended accordingly.

Event description:
Fluid build up/had fluid on that knee [effusion (l) knee]. Severe pain [aching (l) knee]. Couldn't walk [unable to walk]. He can not put much weight on the leg and his leg is starting to buckle when he walks [weight bearing difficulty]. Keeps giving out on him/his left knee giving out/his leg is starting to buckle when he walks [joint instability]. Case narrative: initial information received on 16-dec-2019 regarding an unsolicited valid serious case from patient's daughter from united states. This case involves a (B)(6) years old male patient who experienced fluid build-up/had fluid on that knee, couldn't walk (latency: 2 days), he cannot put much weight on the leg and his leg is starting to buckle when he walks (latency: unknown), keeps giving out on him/his left knee giving out/his leg is starting to buckle when he walks (latency: 3 days) and severe pain (latency: 2 days), while he was treated with medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included broken that knee in the past and had plates and screws in it (left knee). The patient's past medical treatments included some steroid injections prior to the hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. On an unknown date in (B)(6) 2019 ( a week before thanksgiving), the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route in left knee, once (dose, lot - unk) for osteoarthritis. Information regarding batch number was requested. On an unknown date in (B)(6) 2019, after 2 days of injection, patient had severe pain, fluid build-up (assessed as serious due to the criteria of intervention required) and he could not walk. Since the injection, the knee kept giving out on him. Before the shot patient was bowling 3 days a week, which he could no longer do. On an unknown date in (B)(6) 2019, after 3 days of injection, patient had the fluid drained/removed, received steroid injection and was taking naproxen sodium (aleve) as corrective for the pain. As of unknown date in 2019, patient could walk now but still had some pain and was in physical therapy, but he could not put much weight on the leg and his leg was starting to buckle when he walked. Reporter mentioned that though these were the side effects but felt that it lasted too long and his doctor refused to admit that it was from the shot. Final diagnosis was severe pain, keeps giving out on him/his left knee giving out/his leg is starting to buckle when he walks, he cannot put much weight on the leg and his leg is starting to buckle when he walks, couldn't walk and fluid build-up/had fluid on that knee. Action taken: not applicable for all events. Corrective treatment: naproxen sodium (aleve) and steroid injection for severe pain; fluid drained and steroid injection for fluid build-up/had fluid on that knee; physical therapy for couldn't walk; none for rest all events. Outcome: recovered for couldn't walk; not recovered for severe pain; unknown for rest all events. A product technical complaint (ptc) was initiated and results were pending for the same.